Event description:
Account states that they obtained two discrepant pro-bnp result for the patient samples. Sample 1 was 34.95 pg/ml initially and repeated as 2409 pg/ml. Sample 2 was 37.11 mg/ml and repeated as 4437 pg/ml. The affected patients were not adversely affected. The field service rep was unable to determine a cause for the discrepancy.